Event description:
The technologist was setting up to acquire a (B)(4) study on the brightview spect camera. When the technologist started the acquisition, the pre-programmed motion (ppm) began to move the detectors into the relative angle ninety (rel90) for the acquisition. As the detectors were moving into position for the acquisition, the technologist was adjusting the pt's EKG leads when the pt became agitated and pushed the technologist's arm out of the way and into the path of the two detectors. As the detectors continued to move together, the technologist forearm was caught in between the two detectors. The system motion stopped and the technologist's arm was able to be released from the two detectors. X-rays revealed that there was no evidence of serious injury/broken bones.

Manufacturer narrative:
(B)(4). No repair or replaced parts were performed on the system. Log files have been retrieved from the system by the fse and have been forwarded for review. A follow up report will be completed and submitted once additional info and/or an investigation is complete.